Manufacturer narrative:
Added: b1 (is product problem), d3 (manufacturer fax), and g1 (manufacturer contact fax number).

Event description:
Clinical rationale: a 74 year old male supported with an impella cp for pre operative placement experienced dark red urine output consistent with hemolysis during impella support. Multiple laboratory samples were noted to be hemolyzed. Imaging confirmed pump position, and the impella catheter was repositioned by the physician to 3.6 cm. Following repositioning, pump flow was decreased to p7, and nitroglycerin infusion was titrated to maintain map between 65¿85 mmhg. Nursing staff reported ¿position in aorta¿ alarms on (B)(6) 2026 at 07:25, requesting assistance with disabling placement monitoring until the physician could evaluate at bedside. Despite repositioning, hemolysis persisted. The patient experienced hemolysis during impella cp support, characterized by dark red urine and hemolyzed laboratory samples. Although pump repositioning and flow adjustments were performed, the extent to which these mitigated the hemolysis remains unknown. Device associated injury could not be definitively attributed, and the returned pump will undergo evaluation to determine whether a device related factor contributed to the hemolysis. Hemolysis is a known risk associated with impella cp as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. There was no harm to the patient and he survived to explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74-year-old male supported with an impella cp for preoperative placement experienced dark red urine output consistent with hemolysis during impella support. Multiple laboratory samples were noted to be hemolyzed. Imaging confirmed pump position, and the impella catheter was repositioned by the physician to 3.6 cm. Following repositioning, pump flow was decreased to p7, and nitroglycerin infusion was titrated to maintain map between 65¿85 mmhg. Nursing staff reported ¿position in aorta¿ alarms on (B)(6) 2026 at 07:25, requesting assistance with disabling placement monitoring until the physician could evaluate at bedside. The patient experienced hemolysis during impella cp support, characterized by dark red urine and hemolyzed laboratory samples. Although pump repositioning and flow adjustments were performed, the extent to which these mitigated the hemolysis remains unknown. The field representative responded that the device was removed in or in procedure because it was longer needed per md. Hemolysis is a known risk associated with impella cp and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The patient survived to explant.

Manufacturer narrative:
An updated, corrected clinical narrative was completed and documented in section b5 (event description). Investigation summary. The device was not returned; therefore, evaluation and analysis could not be performed. However, data log was received and analyzed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Hemolysis/mechanical interaction with blood: data log alone was not sufficient to derive the cause of the hemolysis. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details. Regarding the device in wrong position, the cause of this positioning issue could not be determined without the returned product for investigation and sufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
A 74-year-old male supported with an impella cp for preoperative placement experienced dark red urine output consistent with hemolysis during impella support. Multiple laboratory samples were noted to be hemolyzed. Imaging confirmed pump position, and the impella catheter was repositioned by the physician to 3.6 cm. Following repositioning, pump flow was decreased to p7, and nitroglycerin infusion was titrated to maintain map between 65¿85 mmhg. Nursing staff reported ¿position in aorta¿ alarms on (B)(6) 2026 at 07:25, requesting assistance with disabling placement monitoring until the physician could evaluate at bedside. Despite repositioning, hemolysis persisted. The patient experienced hemolysis during impella cp support, characterized by dark red urine and hemolyzed laboratory samples. Although pump repositioning and flow adjustments were performed, the extent to which these mitigated the hemolysis remains unknown. The field representative responded that the device was removed in or in procedure because it was longer needed per md. Hemolysis is a known risk associated with impella cp and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The patient survived to explant.

Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Additionally, the clinical narrative was revised and captured to b5 event description. Other correction(s): d1 brand name was corrected accordingly.